Event description:
Allegedly, a literature document was received detailing the following: wakabayashi-2024 reported the following adverse event: 1 pain and swelling due to adverse reaction to metal debris and cup osteolysis. Cup revised. Wakabayashi 2024 - long-term outcome of metal-on-metal total hip arthroplasty with modular neck stem.